Event description:
The following information was reported to gore: on (B)(6), 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the physician deployed the trunk-ipsilateral leg just distal the lowest renal artery, the device moved a little distally as expected. All the planned devices were placed and the procedure was completed without problems. On an unknown date, a follow-up examination revealed type ia endoleak and aneurysm enlargement. Therefore, an additional procedure was indicated. On (B)(6) 2022, an endurant aortic extension was implanted into the aortic neck. The final angiography did not show obvious endoleak (it was unknown the endoleak disappeared completely or not). The patient tolerated the procedure. The reporting physician commented as follows: in the initial procedure, the device was oversized in the proximal neck, which resulted in in-folding of the device. This might have affected the type ia endoleak. An additional aortic extender should have been implanted during the initial procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).